Manufacturer narrative:
A ge service representative performed an onsite investigation. The coi ncell battery on gpos and interconnect cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system would not completely boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.